Manufacturer narrative:
Citation: hyun joo lee, md, gyeong sik jeon, md, man deuk kim, md, sang heum kim, md, jong tae leea, min jeong choi, md. Usefulness of pelvic artery embolization in cesarean section compared with vaginal delivery in 176 patients. Journal of vascular and interventional radiology january 2013: volume 24: issue 1: 130-139 device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same journal article as MFR ID # 2134265-2013-04551. It was reported via a journal article that following pelvic artery embolization treatment of postpartum hemorrhage (pph) patient complications have occurred. The article "usefulness of pelvic artery embolization in cesarean section compared with vaginal delivery in 176 patients" describes the use of contour particles and vortex coils as well as non-bsc particles and coils for the treatment of pph. The particles and coils were used alone or in conjunction. Immediate complications related to postembolization syndrome, including transient fever, mild leukocytosis, and abdominal pain occurred in 13 patients. All of these patients did well with conservative treatment. Failed embolization requiring intervention (n=18) of which 12 had repeat embolization for recanalization (n=12) and 6 had surgical intervention.